Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no related complaints for this lot number were found. Corrective actions are in process.

Event description:
The distributor alleged that a foreign object was identified inside the fluid path of the syringe during inspection. The device was not sent to a user facility.